Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: at the start of surgery, the pinch valve of the product remained open, and attempts to turn the power on and off did not improve the situation.